Event description:
It is reported that the physician intended to use a resolute integrity 2.75 x 26mm drug eluting stent to treat a 22 mm lesion in the lad vessel. The lesion to be treated had no tortuosity or calcification but had 100% stenosis. Stent deployment was successful however post use, it was noted that the product was used approximately 50 days past it's expiration date. No reported patient complications.

Manufacturer narrative:
Evaluation results: failure to follow instructions (IFU instructs the user to verify shelf life prior to use). No results available since no evaluation was performed (device or procedural images have not been received for review). Evaluation conclusions: failure to follow instructions (IFU instructs the user to verify shelf life prior to use). User error contributed to event (IFU instructs the user to verify shelf life prior to use). (B)(4).